Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she experienced high blood glucose of 600 mg/dl, both at the time of reporting as well as on (B)(6), 2014. The drive support cap appeared normal. No air bubbles were found in the tubing. Insulin exited the tubing during a manual prime and no leaks were found. Settings and basal rates were correct. The customer did not have a tubing clamp with which to continue troubleshooting. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.